Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. As the device was not returned for analysis, the investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other two indeflators referenced are filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was to treat an unknown lesion. An indeflator was attempted to be used but would not inflate after the 2nd or 3rd inflation. Two additional indeflators were attempted but also would not inflate after the 2nd or 3rd inflation. There was no adverse patient effect or a clinically significant delay in the procedure. A fourth indeflator was used to successfully complete the procedure. No additional information was provided.